Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and need maintenance. A field service engineer (fse) identified that the matrix drawer failed to open. The back panel was removed to check for sensor obstructions, but none were found. The hardware test application (hta) was accessed, and the latch sensor was found to be non-functional. The latch sensor was replaced, the station was restarted, and final testing was completed using the hta test tool. The escort then performed a successful inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer had been intermittently failed once or twice a week for the past 2-3 weeks and was initially suspected to be user error. On the most recent occurrence, the drawer would not open at all and could not be recovered through normal procedures. The customer manually opened the back of the pyxis to release the drawer and inspected for obstructions both behind and inside the drawer, with none found. After closed the drawer and the back panel, powered the unit back on, and attempted recovery again, the issue persisted. The customer suspected a possible circuit board failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.